Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_pixel 6 / 2.8 / android 16.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Elevated bg was addressed by administering a manual injection. The customer reverted to manual injections for insulin therapy.